Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant. (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor was cut, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical) and there was a white substance on the exposed defibrillation coil.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The right ventricular lead had high impedance with no capture. Oversensing was also observed. The lead was explanted and replaced. It was also reported that during lead replacement procedure, the helix of the new lead retracted and would not extend. This lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.